Event description:
Following a diagnostic cardiac catheterization and femoral arteriogram the user was unable to withdraw the angio-seal device from the access site during deployment. Manual pressure was applied proximal to the site with hemostasis achieved. The patient complained of discomfort; morphine sulfate 2 mg. IV was given and lidocaine was injected around the access site. The user was able to cut below the hub and slowly remove the device. The tamper tube was removed and the suture was clipped below the skin level. A small hematoma was noted in the right groin, which was expressed from the tract with no residual effects. The patient was reported to be stable with good pedal pulses and was admitted for observation overnight. The patient was reportedly recovering. The user was not cerified at the time of the event.